Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular stem. Complaint history review: similar events have occurred for the product family. These events were determined to be associated with (B)(4). Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. Implanted.

Event description:
It was reported that; patient had pain in right hip. Update (B)(6) 2022: "patient reported revision of rejuvenate right hip scheduled for (B)(6) 2022 due to elevated cobalt levels. Patient stated surgeon plans a revision for reported cobalt levels of 6.1. Patient stated he is experiencing a slight limp, aches, grinding and fatigue."

Manufacturer narrative:
Reported event: an event regarding abnormal ions level involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received/ device remained implanted. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012 067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ions level is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that; patient had pain in right hip. Update (B)(6) 2022: "patient reported revision of rejuvenate right hip scheduled for june 2022 due to elevated cobalt levels. Patient stated surgeon plans a revision for reported cobalt levels of 6.1. Patient stated he is experiencing a slight limp, aches, grinding and fatigue." Update: patient now scheduled for revision on (B)(6), 2022. Patient is requesting compensation. Update: patient was revised on (B)(6), 2022. Patient noted in attached email "found copious amounts of cobalt shavings."